Manufacturer narrative:
One device was returned for evaluation and analysis. Review of the alarm history did not verify the reported complaint; therefore, the root cause of the issue could not be confirmed. During inspection, cracks were identified in the pump top case, bottom case, and plunger case, which were replaced. The pump was subsequently recalibrated and underwent performance verification testing, meeting all specified requirements.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found that there was top case cracked. The customer reported issue was not confirmed. The cause of the reported issue was unable to verify. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump stopped mid-session during infusion. There was patient involvement but there was no patient harm.